Manufacturer narrative:
Date of event- used the first day of the week as it was indicated that the incident happened a week ago from the notification date and no exact event date was provided.

Event description:
It was reported that guidewire coating had stripped. A v-14 control wire was used. However, during the procedure, the guidewire coating had been stripped in a patient's calf. No further patient complications were reported.